Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new lead was successfully placed of the same model. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to patient was turning and twisting the lead causing it to twist and turn around the generator.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new lead was successfully placed of the same model. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to patient was turning and twisting the lead causing it to twist and turn around the generator.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The failure to follow instructions was selected based on the field report and the observation of a twisted lead body, which is an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new lead was successfully placed of the same model. No additional adverse patient effects were reported.